Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided. The customer declined to further troubleshoot with technical support.